Event description:
It was reported that the ilet user delayed a supply change and did not wear the ilet or receive insulin for a day due to work, then called in after receiving a high blood glucose alert and subsequently resumed ilet use. Symptoms included hyperglycemia peaking at 365 mg/dl without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy once ilet stopped dosing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.